Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 1.6 cm in size and located in the right middle lobe. The diagnosis obtained from pathology was chronic inflammation (benign). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Per the physician, there was no dysfunction with the ion system and the patient experienced the pneumothorax because the nodule was right on the fissure. While in post procedure recovery, the patient became symptomatic with shortness of breath, chest pressure and decreased blood pressure. A chest x-ray revealed a large pneumothorax. Per the physician, the patient experienced a tension-type pneumothorax; therefore, a chest tube was placed and the patient was hospitalized for a total of 2 days. The patient had a medical history of chronic lymphocytic leukemia (cll) and this was the diagnosis from the biopsy.

Event description:
Refer to h10/h11 for follow-up information.